Manufacturer narrative:
(B)(4). The rt045 non-vented hospital full face mask features a mask base, seal, and headgear. The mask is intended to enable noninvasive positive pressure ventilation (nppv) therapy (CPAP or bi-level) to be delivered to spontaneously breathing adult patients with respiratory insufficiency or respiratory failure and have been prescribed nppv. The masks are to be fitted and therapy maintained by trained medical practitioners in a hospital/institutional environment with patient monitoring in place. Method: the complaint rt045 non-vented hospital full face mask was returned to fisher & paykel healthcare (f&p) in new zealand for evaluation where the unit was visually inspected. Results: the visual inspection revealed that the headgear layers were found separated. Conclusion: we were unable to determine the cause of the reported damage found to the rt045 mask. The rt045 non-vented hospital full face masks are visually inspected at the time of production, and those that fail are rejected. The subject full face mask would have met the required specifications at the time of production. Our user instructions illustrate in pictorial format the correct set-up and proper use of the rt045 non-vented hospital full face mask. It also states the following: "inspect the mask for damage. Discard the mask if any parts are broken or if the seal is torn." "Ensure adequate patient monitoring is in place." "Verify that the therapy device, including alarms and safety systems, are functioning correctly prior to use." "The mask must be fitted and therapy established by an appropriately trained medical practitioner or care provider." "This mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. Failure to monitor the patient may result in loss of therapy, serious injury or death."

Event description:
A distributor reported on behalf of healthcare facility in japan that the headgear strap of a rt045 non-vented hospital full face mask broke during patient use. There was no reported patient consequence.

Event description:
A distributor reported on behalf of healthcare facility in (B)(6) that the headgear strap of a rt045 non-vented hospital full face mask broke during patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The complaint rt045 non-vented hospital full face mask is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.